Event description:
It was reported that the external pulse generator (epg) powered up and goes through the power up sequence, but the atrial (a) and ventricular (v) pace or sense light emitting diodes (led) indicators were on steady and would not flash. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).